Event description:
The reporter indicated that the following observations were made during an implant on 7/11/97: 1) he experienced difficulty retrieving telemetry immediately after the leads were connected to the defibrillator's header using the normal procedure with a torque wrench. 2) noise and far field sensing on the atrial electrogram were observed. The atrial lead was also tighten by the normal procedure with the torque wrench.